Manufacturer narrative:
Pathology reported the following information: microscopic description was noted as follows, ¿the aortic valve excision demonstrates valvular tissue with suture fibrosis and focal chronic inflammation in association with suture material. There is also organizing blood clot on the luminal surface.¿

Manufacturer narrative:
Additional manufacturer narrative: this device was not returned for evaluation because it was discarded by the hospital. However, the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Efforts are being made to gain additional information regarding this event; however, no additional information has been made available by the health care provider. If new information is received, a supplemental report will be filed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards has learned of this information through its patient information & support website. Reportedly, a 25mm aortic porcine valve was explanted after an implant duration of six (6) years, eleven (11) months and two (2) days due to a torn leaflet. Through follow up with the health care provider, it was learned this device is not available for return and evaluation because it was discarded. This male patient had been 42 at time of implant. No additional information has been made available provided.